Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use a nanocross balloon catheter during procedure. It is reported that the balloon ruptured below nominal pressure, no calcium was visible in the treatment area. Evaluation summary: the nanocross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The nanocross was returned in its transportation hoop. The device was grabbed at the y-manifold and resistance was met. The transportation hoop was flushed with warm water to assist in the removal of the device from the hoop. A kink was noted just distal to the strain relief, sanguine material was noted in the inflation luer lock of the y-manifold, and sanguine material was noted in the balloon chamber. The kink was approximate 1cm distal to the strain relief. The center lumen within the balloon chamber exhibits a serpentine shape. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed with ease. A 0.014in guidewire was loaded through the distal tip of the catheter and meet with resistance in the region of the kink just distal to the strain relief. A 10cc water filled syringe was attached to the balloon luer lock of the y-manifold and a vacuum was drawn to remove air and sanguine material from the device. The balloon was inflated with a 10cc water filled syringe and a pinhole leak was located near the proximal end of the balloon chamber. The pinhole leak was located approximate 52mm distal from the proximal balloon bond.